Event description:
It was reported to boston scientific corporation that a wallflex esophageal fully covered stent was used during an esophagogastroduodenoscopy (egd) with stent placement procedure performed on (B)(6) 2014 in the esophagus. Reportedly, the patient anatomy was not tortuous. During the procedure, the physician attempted to deploy the stent; however, the stent was only to be partially deployed. The white plastic tip of the distal part of the delivery system fell off inside the patient during deployment. The partially deployed stent was removed and the tip was retrieved from the patient. The procedure was completed with another wallflex esophageal stent. There were no patient complications reported as a result of this event. The patient condition post procedure was reported to be fine.

Manufacturer narrative:
A visual examination of the returned device found that the tip was detached from the inner and was returned. The stent was fully mounted on to the device. During analysis the outer sheath was partially retracted to visualize the distal end of the inner. A microscopic examination of the distal end of the inner shaft and inside the tip, it was found out that traces of adhesive indicating that the tip had been attached to the inner shaft during the manufacturing process as required. No damage was noted to the tip. Based on the condition of the returned device and the evaluation conducted, a definitive root cause for the reported failure could not be determined; therefore, the root cause classification is undeterminable. The review and analysis of all available information fails to indicate a root cause or probable root cause for the reported event. A review of the device history record (DHR) confirmed that the device met all material, assembly and product specifications at the time of release to distribution. A search of the complaint database revealed that no similar complaints exist for the specified batch. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation that a wallflex esophageal fully covered stent was used during an esophagogastroduodenoscopy (egd) with stent placement procedure performed on (B)(6), 2014 in the esophagus. Reportedly, the patient anatomy was not tortuous. During the procedure, the physician attempted to deploy the stent; however, the stent was only to be partially deployed. The white plastic tip of the distal part of the delivery system fell off inside the patient during deployment. The partially deployed stent was removed and the tip was retrieved from the patient. The procedure was completed with another wallflex esophageal stent. There were no patient complications reported as a result of this event. The patient condition post procedure was reported to be fine.

Manufacturer narrative:
Although the exact patient age was not provided, the patient was reported to be over 18 years of age. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.